Manufacturer narrative:
No pt info as no pt was present in this concern. Device manufacture date is unk. This is a demo system and would not be used in surgery; therefore not causing any impact to pt outcome. Per RMA, motion controller box was replaced, per eval of returned box, the z amplifier was dead.

Event description:
A medtronic rep reported the gantry of the o-arm drove into table causing the z axis to no longer work. This event did not occur during surgery and no pt was present.